Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 543mg/dl. Customer¿s current blood glucose was 382mg/dl. High blood glucose vent was began at last night 11pm and treated with pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The high pressure test was performed. Customer was advised to change the complete set. The product was not returned for analysis.